Manufacturer narrative:
H3. Evaluation is in progress, but no conclusions have been drawn.

Event description:
During preparation for use for cardiopulmonary bypass surgery, the user observed that charging of the backup batteries was not possible. There was no reported adverse consequence to the patient as a result of this event.